Manufacturer narrative:
Customer returned pump for an alleged pump/transmitter communication anomaly and was hospitalized for high bgs/dka/kidney issues found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date (B)(6) 2023 in the formatted history file. In further full review of the pump history/traces on the event date of 21-apr-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 21-apr-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 47500 (4.75 u) dailytotalofbasalinsulindelivered: 47500 (4.75 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 21-apr-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 10:09:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 10:35:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:46:00.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:47:03.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:48:21.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer suffered hyperglycemia, with a blood glucose reading of 600 mg/dl at the time of the incident, followed by diabetic ketoacidosis, coupled with kidney issues, and was treated in hospital with IV insulin drip. Troubleshooting was performed and it was unsure if the insulin pump device was utilized within 48 hours, and whether the auto mode option was activated or not at the time of the occurrence. No further customer complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.